Event description:
During a percutaneous coronary intervention the wire pulled appart in the pt's body. It was noticed upon removal of the wire from the sheath. No resistance was felt during the procedure. The wire was removed from the pt's body. There were no adverse effects to the pt.